Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was unable to be performed due to perpetual rebooting. The receiver will not charge or boot due to perpetual rebooting. The receiver case was open for internal inspection and failed due to perpetual rebooting. A review of the downloaded receiver log did not confirm the reported event of loss of connection. The customer complaint could not be confirmed because the receiver was stuck on initialization screen. A root cause could not be determined.